Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). One of two sensors failed for high readings 1 remaining sensor passed per spec. With accurate readings.

Event description:
It was reported that the customer had high blood glucose levels of 440 mg/dl. The customer reported a bad sensor error alert from the insulin pump. The customer also reported a calibration error alert from the insulin pump. Troubleshooting was done. The customer was advised to remove and change out the sensor of the insulin pump. No additional information was provided.